Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician suspected it is due to patient anatomy and did not want to replace the lead. A five-joule commanded shock was delivered. The shock impedance measurement during the test was within normal limits and continued to trend down afterwards. The physician will continue to monitor the situation. This rv lead remains in service, and no associated patient symptoms were reported.